Event description:
The provider states the rental chair side frames are broken where the axle upright hits the lower frame rail on both the left and right side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.